Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01065. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that a medtronic representative (rep) was on site booting the system for an upcoming case and the system was showing an error stating that there was a software firmware mismatch. The rep rebooted the system and it was able to boot without issue. Resolution of the issue was confirmed on call. This was reported outside of a case. There was no patient involved.